Event description:
It was reported that this right ventricular (rv) lead was exhibiting a rise in shock impedance of 127 ohms, noise was exhibited due to electromagnetic interference (emi). Technical services (ts) was consulted and recommended further testing options. After further evaluation, it was found that the patient had pericardial effusion likely due to the slack being pulled out of the lead. This rv lead is capturing and remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting a rise in shock impedance of 127 ohms, noise was exhibited due to electromagnetic interference (emi). Technical services (ts) was consulted and recommended further testing options. After further evaluation, it was found that the patient had pericardial effusion likely due to the slack being pulled out of the lead. This rv lead is capturing and remains in service. No adverse patient effects were reported. Additional information was received and this rv lead also recorded high out of range shock impedance measurements. The rv lead was explanted. No additional adverse patient effects were reported. This product has not returned for analysis.